Event description:
It was reported that the 2600 system table will not move laterally. It was also noted that there was a problem with saving images. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table malfunction was verified. Could not duplicate the image issue, based on system tests. Lubricated drive screws and slides. The system was tested and found to be working as intended and placed back into service.